Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the cadiere forceps was expired. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests with 7 uses remaining. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the midpoint. A piece measuring proximately 0.07¿ x 0.05¿ was not returned with the instrument. Material was missing.